Manufacturer narrative:
H11: the device was received for evaluation attached to the titanium spike of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned disconnect cap and an in lab molded port / green cap with no issues observed. The disconnect cap was fully seated and tightened.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with the enterprise disconnect cap and transfer set; further described as "was loose and there was a gap." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.